Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). A new 4 cm cuff was added to the system due to unknown reason. No patient adverse effects were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The new cuff was added due to the patient was not completely dry. Patient had a good outcome with no further complications.

Manufacturer narrative:
H6 patient code updated. Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 882195004, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 884432005, model/ catalog description: control pump fgs iz.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 882195004, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 884432005, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). A new 4 cm cuff was added to the system due to unknown reason. No patient adverse effects were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The new cuff was added due to the patient was not completely dry. Patient had a good outcome with no further complications.